Event description:
Several days following a pump system implant, the patient believed that the incision area was either infected or she had an allergic reaction to the bandage. The patient was given a binder to wear and when she took it off it looked 'infected over the fold - see through part of the bandage'. When the binder was taken off the patient experienced pain in her back and when she put it back on it was believed that the area got redder and there was stinging present. The follow-up appointment was in two weeks. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).